Manufacturer narrative:
Tracking #.48530. H6; bent feedbar tip. Based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a bent inner coupling and a bent feedbar tip. No testing could be performed due to the condtion of the returned instrument. It was concluded that the bent feedbar tip caused the instrument to fire improperly. No conclusion could be reached as to how the feed bar tip had become bent.

Event description:
It was reported the al326 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clips would not close. There was no consequence to the pt.